Event description:
It was reported by the customer in (B)(4), that during an unknown orthopedic procedure on (B)(6) 2022, it was observed that nothing came out of the truespan meniscal repair system peek 12 degree device when the trigger was activated. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated; the plastic sleeve was removed to verify the applier needle, the applier needle is in good shape, no structural anomalies were found. The needle container is empty, no plates were found inside the needle. The tip of the pusher shaft was reviewed for bendings, no anomalies were found. The red trigger was tested several times, it worked as intended. According with the visual inspection and testing result, this complaint can be confirmed. The manufacturer performed an investigation with the following results: the potential occurrence of having no suture and no implant, missing implant system, has been evaluated with 1. The severity of having no suture and no implant, missing implant system, has been evaluated with 5. Effect of having no suture and no implant, missing implant system for product code 228151 has been evaluated in the (B)(4) by combining probability and severity levels. 0 complaints received over (B)(4) parts produced since 2016. With a ratio of (B)(4) and is ranking 1 (= improbable and negligible). This risk is acceptable. A training verification has been performed at the moment in the production where the issue could have occurred. Every employee has completed the training for the processes. Complaint research, with the same defect did not show another case with this issue from 2016 to now with the item reference (B)(4). No nr was found during the research. Based on the above, it is confirmed that the manufacturing process has been performed according to the validated processes. If nothing comes out of the device, it means that none of the points of the 103197458 procedure would have been performed. And therefore all the 100% checks of this procedure would not have been performed. We cannot assemble if this procedure has not been applied. We cannot assemble. The root cause is not manufacturing related. The bounding is limited on this part as the complaint analysis shows that there is no other occurrence of such defect for this batch, the batch before and the batch after. As per pfmea and complaint reviews, the occurrence for this type of issue is below than the maximum occurrence allowed for this kind of effect. A manufacturing record evaluation was performed for the finished device 8l57115 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. A manufacturing record evaluation was performed for the finished device lot number (8l57108), and no non-conformance was identified. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.